Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Moreover, according to information provided by the technician, also pressure transducer test, o2 cell/sensor test and flow transducer test failed during pre-use check. According to received information in service report, the o2 gas module was found defective. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). The reported issue was confirmed in provided device's logs. The claimed part was not provided for further analysis. Our conclusion is that the defective part was the cause of the failure.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).